Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0exuh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was calling because she wanted to have the implantable neurostimulator (ins) checked because she began to have problems. The patient reported return of symptoms and urinary tract infection (uti)'s. It was noted that previous health care (hcp) provider used to call her to schedule the appointment each year but the health care provider has left the clinic and the current hcp does not work with the ins. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.